Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on a lead during device changeout for normal eri. Externalization was noted via diagnostic imaging. No electrical abnormalities were observed. Programming changes were made and physician elected to monitor the patient.